Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth # 19 and used for an unknown period of time prior to fracture. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Device history review (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the device dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the screw fractured at tooth site 19. The implant is well seated and intact. Patient to return for screw removal and replacement. The reported complaint could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. The following sections have been corrected: d4: lot number.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the abutment screw fractured. The implant is well seated and intact. Patient to return for screw removal and replacement.